Manufacturer narrative:
Product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol), a scratch was found on the lens optic after iol loading into the eye. The lens was removed and replaced with another lens and the procedure was completed on the same day. There was no patient harm. Additional information was requested. A questionnaire was received.

Event description:
A nurse reported that during implantation of an intraocular lens (iol), a scratch was found on the lens optic after iol loading into the eye. The lens was removed and replaced with another lens and the procedure was completed on the same day. There was no patient harm. Additional information was requested. A questionnaire was received.

Manufacturer narrative:
Product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is twisted in the gusset area and pointing out of the locking mechanism area of the lens case. The optic is split from the edge across the center of the lens. Multiple cracks are observed on the optic. The cracks may be interpreted as the reported complaint of a scratch found on the optic. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. Multiple cracks are observed on the optic. The cracks may be interpreted as the reported complaint of a scratch found on the optic. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4)